Event description:
Pharmacy dispensed merrem 1 gram vial attached to a baxter minibag plus system and pt was unable to activate the system to reconstitute the medication and administer intravenously -dose was wasted and had to be replaced by the pharmacy-. Dose or amount: 100ml, frequency: every 8 hours, route: IV. Date of use: (B) (6) 2010; 1 dose of 25. Diagnosis: delivery of antibiotic.